Manufacturer narrative:
Patient weight unavailable; device lot number and expiration date unavailable; device manufacture date unavailable because lot number unavailable.

Event description:
A lead extraction procedure commenced to remove right ventricular (rv), right atrial (ra) and left ventricular (lv) leads due to systemic infection. It was reported that the patient was (B)(6) years old with significant medical history and comorbidities. Spectranetics lead locking devices (ldl's) were inserted into each lead to act as traction platforms to aid in extraction. The physician started out using a spectranetics 11f tight rail sub-c rotating dilator sheath and was able to progress to the curve of the innominate vein. He then switched to a spectranetics 14f glide light laser sheath, and was able to remove the rv lead successfully. He then concentrated efforts on the remaining lv and ra leads, switching back and forth due to adhesions and lead on lead binding. The 14f glide light device progressed into the ra but then progress stalled. The physician then upsized to a 16f glide light device and worked on the ra lead, which was then successfully removed and taken out of the body. At that time, however, the patient's blood pressure dropped. The glide light device was removed from body and rescue efforts began immediately, including rescue balloon and sternotomy. The surgeon discovered a tear to the free wall of the ra. The repair to this area was successful and the patient survived the procedure. The lv lead, with the lld inside the lead, was cut and capped and remained in the patient's body; the physician attempted to unlock the lld within the lv lead but was unsuccessful (please reference MDR 1721279-2020-00226 which captures this lld in the lv lead which was cut, capped and remained in the patient's body). It was suspected that the lv lead was adhered in both the coronary sinus and vein, and would need to be extracted at a later time, due to the patient's condition. The patient was reportedly sent home on antibiotics. This report is being submitted to capture the ra injury which occurred during the procedure, while the 16f glide light device was in use in the area of injury. There was no alleged malfunction of either glide light device in use during the procedure.